Event description:
No new patient or event information since the last report was submitted on 25nov2019.

Manufacturer narrative:
Investigation - evaluation: reviews of complaint history, device history record, manufacturing instructions, communication/interviews, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. No product was returned. No photos were provided. A search of the north american distribution center (nadc) database found all devices from the complaint lot have been shipped. Therefore, no similar product from the same lot was available for investigation. The complaint device was not returned, it was disposed of by the customer. The provided information stated the basket wire broke immediately when closing the basket around the stone. There was not enough information/evidence available to determine the cause for the broken basket wire. Possible causes include: weakened wire from the manufacturing process, wire damaged from handling, and/or procedural factors such as the size/shape/location of the stone. All devices are inspected for functionality and damage, including a pull test of the basket assembly, during manufacturing and quality control checks. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: regional purchasing manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a kidney stone extraction procedure using a ncircle tipless stone extractor, the basket wire broke. As the operator was tightening the basket around the stone, the wire broke immediately. The procedure was successfully completed with another device of the same type. No adverse effects were reported due to the alleged malfunction.